Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced bilateral breast pain. As a result, patient will undergo bilateral removal and replacement with gel mentor breast implants of unknown type on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-04733 for contralateral prosthesis.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel implants, catalog # 3503501bc. The additional information also indicated that the patient did not experience any symptoms or report any device issues on the right side; therefore, the patient's right side device does not meet the criteria for MDR reporting, but given that it has already been reported, additional information will continue to be reported as it is received. Device evaluation summary: it was reported that a (B)(6) year old african american female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. The patient also experienced breast pain. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel implants on (B)(6) 2018. There was no reportable event for the patient¿s right side device, but given that it has already been reported, additional information will continue to be reported as it is received. This is for the right side implant. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. There were no reported device issues or patient consequences for the right side device; therefore, it does not meet the MDR reporting criteria so no further investigations will take place. Manufacturer¿s reference number: (B)(4).